Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leak from the extension leg. There was pinhole damage along the line extending outside the body. Leakage was observed during saline infusion. The preservative is exchanged every friday, and no leakage was observed for four days after exchange, even while the infusion was ongoing. There was no reported patient injury.